Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sound of the motor was different from usual. The blood glucose at the time of the incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted during testing. Unit functioned properly. However, noisy motor noted during testing due to faulty motor. Unit received with cracked lcd window and cracked reservoir tube lip.